Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the lead was successfully placed, but it was later found that the helix had retracted. The lead would no longer pace, and had exhibited high threshold measurements and oversensing. The lead was therefore removed and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the lead was successfully placed, but it was later found that the helix had retracted. The lead could no longer pace, had exhibited high threshold measurements, and oversensing. The lead was therefore removed and replaced with a new lead. No adverse patient effects were reported.